Event description:
Boston scientific crm received information from the local representative that this patient's device triggered elective replacement indicator (eri) in (B)(6) 2010. The patient has developed an infection and the physician is considering postponing the replacement procedure until (B)(6) 2010. Technical service suggested that the device be replaced within 30 days of eri declaration. Technical services discussed storage mode behavior and voltage end-of-life (eol) vs charge time eol. Technical services discussed close monitoring of the device if the replacement procedure needs to be delayed. The available evidence suggests that the device and lead system remains in-service. The event will be reopened if additional information is received and/or products are returned for laboratory testing.

Manufacturer narrative:
Subsequently, boston scientific crm received clarification from the field that the reported infection was not related to the device or leads. The infection developed in the foot region and there was no reasonable evidence to suggest that the device or lead system caused or contributed to this clinical observation. The device was explanted and returned. Laboratory testing determined that the device's operation and functionality was normal.